Event description:
Patient had not been contracting well and had been on pitocin since 5am. Rn was using a questioning attitude to understand why the patient was not contracting more on 20unit of pitocin as a multiple. She did some investigation and realized her pit bag was still full since 5am and traced all the lines and noted that the line at the top was clamped! The pump was not beeping or making any indication, rather it was showing the screen as if it were actually infusing. Unclamped the lines and informed the providers and patient was restarted on pitocin on a new pump. The pump was removed from the room and to be taken out of circulation. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing.